Event description:
It was reported that the surgeon was performing a colon resection procedure, when after 20min of use, the teflon pad on the device came away. The device was removed, put aside and then replaced, allowing the surgery to continue. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.